Event description:
It was reported that an arteriotomy closure of a scarred common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional procedure which used a 6f sheath. Reportedly, resistance was felt while advancing the thumb advancer approximately two thirds of the way down. The thumb advancer release mechanism which allows the thumb advancer and delivery tube retraction was utilized to facilitate device removal in accordance with the instructions for use (IFU). Hemostasis was achieved using manual arterial compression. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device noted that the device was fully clip deployed with blood present in the device. The clip was not returned. The thumb advancer had been unlocked and retracted proximally. This finding is consistent with and confirms the report of resistance felt while advancing the thumb advancer two thirds of the way down and use of the release mechanism to facilitate device removal. These features are to be used if resistance is met during deployment as noted in the instructions for use (IFU). The position of the tubeset and thumb advancer indicates device deployment continued after resistance was met. It should be noted that the IFU states: do not advance or withdraw the starclose vascular closure device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the starclose device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. It was also reported that the access site was scarred and may have been a contributing factor, but this cannot be conclusively determined. The analysis noted the vessel locators were broken at the distal retaining ring, but still attached to the device at the proximal retaining ring (all of the locator components were returned). During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment. The broken locators of this device indicate compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment. This creates distal forces resulting in bending and/or breakage of the locator wings and subsequently created resistance during thumb advancement and/or device removal. The broken wings can also interfere with clip deployment. The analysis noted the release button had been pushed inward out of the retaining tabs, rather than sliding the button distally, indicating the button had been pushed down displacing it into the handle after clip deployment. The IFU states: slide the release rod to collapse the vessel locator wings. Please note that the safety release is only operative prior to clip deployment and is not functional after clip deployment until the dilator access ports have been utilized. Reportedly, closure was attempted in a scarred common femoral artery. Based on the investigation findings, the reported difficulty advancing the thumb advancer appears to be related to operational influences during use and not a product deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there was no indication of a lot specific product quality deficiency. To assure all devices perform according to specification, during manufacturing each device is inspected and a quality control audit inspection is performed to verify product quality.